Manufacturer narrative:
A picture was returned showing a spiros attached to unknown mating devices was retuned. The resolution of the picture is not high enough to identify if there are any anomalies at the spiros connections. The complaint of ' spiros being pushed out by positive pressure PICC bung' cannot be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is not available for evaluation; however, a photo was provided. Investigation is pending.

Event description:
The event involved a spinning spiros® closed male luer, purple cap where it was reported when the registered nurse (rn) connected spiros to maxplus, there were two episodes of spiros being pushed out by positive pressure peripherally inserted central catheter (PICC) bung. In one instance you could actually see the spiros being rotated and pushed out despite how hard it was placed back. The drug involved was paclitaxel. There was patient involvement, and a delay in therapy but no patient harm as a result of the reported event. This report captures two occurrences.